Event description:
A pt reported being hospitalized twice with "insulin reactions" because pt did not receive a one touch meter. Pt did not receive ot meter 2 days prior to the event date as expected. Pt reported experiencing insulin reactions on event date, and 4 days after the event date. Pt was hospitalized for both events. Pt attributes both events to inability to test blood glucose. Pt refused to provide any further info about the events.